Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 30) occurred during basal delivery. There was no impact to the customer's blood glucose level due to the alleged issue. The customer loaded a new cartridge to address the event.